Event description:
Small yellow movable plastic "u" shaped piece was retained in vagina following endometrial biopsy. The patient later expelled the plastic that evening. (B)(6). FDA safety report ID # (B)(4).